Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the Technical Assistance Center (TAC) Representative indicated that foreign objects were found in the instrument channel. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026, which may result in a delay of receipt of all of the acknowledgements.The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: Based on the provided information, it was presumed that the foreign material remained because the device was returned to Olympus without reprocessing at the user facility.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.